Manufacturer narrative:
The investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The investigation analysis revealed that on (B)(6) 2025 at 10:33 am, the sensor glucose (sg) value was 230 mg/dl and blood glucose (bg) value was 161 mg/dl. The system asserted a high glucose alert as the sg value was above the alert threshold, which was set at 180 mg/dl. A review of the in-vivo sensor data revealed transient optical instability in reference channels during the reported time frame. The system was in the process of getting stabilized (early wear) after insertion on (B)(6) 2025. This observed instability most likely contributed to the sg/bg mismatch at the time of the event. The customer was advised to continue the use of the system. A review of 2 weeks' worth data ((B)(6) 2025 to (B)(6) 2025) was analyzed, which showed that the system got stabilized. No further investigation was found necessary for this complaint. B4. Date of this report 12 nov 2025. G3. Date received by the manufacturer? 12 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.

Event description:
Senseonics was made aware of a false hyperglycemia event where the patient received a high glucose alert from eversense e3 cgm system even when the customer was not actually in hyperglycemia, due to possible sensor inaccuracies. The event details are as follows: on (B)(6) 2025, 10:30 am cet, sensor glucose (sg)- 230 mg/dl and blood glucose (bg)- 160 mg/dl. The patient did not seek medical attention as bg value was in normal glucose range.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.